Manufacturer narrative:
H2) correction: h3: service history review identified that the device issue was related to a previous repair for this serialized device.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal and defective dso sensor. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative would replace the dso seal and sensor.

Event description:
It was reported that the device was not working, there was an air in pump error code. The event occurred while the pump was prepared to be put in use. There was no patient involvement.